Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 02/10/2009 that a customer had an issue with a lite glove. The customer reports the lite glove was split down the center of the handle, exposing the adapter. Physicians re-draped in the middle of the procedure to prevent contamination of the sterile field. The pt was given precautionary antibiotics.